Event description:
It was reported that patient underwent total hip arthroplasty in 2005. Patient developed range of motion problems and revision procedure was performed in 2007. Metal debris was discovered during procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. Evaluation of returned devices found evidence of scratching and smearing due to third body abrasive trapped in the clearance. Further evaluation of the shell component found evidence of wear around the rim.